Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that 911/emergency protocol was initiated and the patient was taken to the hospital. There was no additional information at the time of this report. This report is being made due to the hospitalization due to an alleged history settings issue.